Event description:
A (B)(6) old, male, patient's download revealed excessive therapy electrode pad placement faults. Zoll lifecor customer support contacted the patient to troubleshoot, and patient reported he was receiving "add gel or replace belt" messages. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (check te messages, asystole, arrhythmia alarms) was confirmed. Upon evaluation, the rear therapy electrode cable was pulled from the strain relief on the distribution node, thus causing the excessive check te messages. The cause for the false asystole event and arrhythmia alarms was the ECG c cable being pulled from the strain relief on the distribution node. The root cause for the pulled cables is likely due to excessive force. No adverse event resulted from the damaged cables. The patient received a replacement electrode belt.